Event description:
While performing final testing after completing preventive maintenance service, the manufacturer's service technician reported the ventilator alarmed and restarted due to a 12v/power fail condition. The service technician replaced the power supply to address the finding. The device was retested and tests passed to operating specifications.